Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasions were noted between 8.9 to 13.5cm from the helix end. The ptfe insulation around the inner coil was breached at 12 to 13.2cm. External insulation abrasion was noted at 12.2 to 12.4cm from the connector pin, consistent with friction to the ICD can. No complaint was received with the return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.